Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not working correctly, the act button was sticking and she had to change the battery frequently. Caller stated that the customer changed her site and the insulin was leaking at the connections. Nothing further was reported.